Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which product was replaced, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2020-00878. It was reported that, during an ipg replacement, one of the patient's leads was displaying high impedances. As a result, the lead was explanted and replaced. Surgical intervention resolved the issue.